Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned packaging components confirmed the reported event as blister packaging is cracked. DHR was reviewed and no discrepancies relevant to the reported event were found. It was determined that thin/variable blister wall thickness and no head-space in shelf carton were causing the blister to deform and crack during distribution. The packaging design configuration was changed to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package of the device fractured.